Event description:
On february 26 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed discrepancies occurred during the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. Customer care informed the user that system performance is expected to improve following the stabilization period and to recommend continued system use with calibrations as prompted. Per dms review, the user is using the system with up-to-date information.